Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that their previous implantable neurostimulator (ins) was replaced due to normal battery depletion. It was further noted that there was an impedance issue in which 8 <(>&<)> 9 were showing 75 ohms. The impedance issue was present before the replacement and the replacement took place on (B)(6). The patient's indication for implant is parkinson's dual and movement disorders.